Event description:
Boston scientific received information that during routine follow-up, this old right atrial (ra) lead exhibited a low out-of-range (oor) pacing lead impedance (pli) measurement of less than 100 ohms. Additional information indicated the possible cause of low pacing impedance was insulation breakage however it was not confirmed through x-ray. Sensing was lower than at initial implant but not dysfunctional and the pacing threshold was stable. This ra lead was surgically abandoned in the patient. During device changeout procedure, a new lead was successfully implanted by the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.